Event description:
While orthopedic surgeon was inserting an acetabular bone screws, the tip of the screw broke off inside the pt (left total hip replacement). In the head of the screwhead, md unable to retrieve broken piece of screw driver, so he left it in place.